Manufacturer narrative:
(B)(4): the clips in the photographs have their legs significantly misaligned. Typically, this type of misalignment is the result of backward force/pressure coupled with downward force/pressure on the clip and jaws during firing. Rotational forces (torquing) of the jaws and /or movement during firing can also create clip leg misalignment. Since the clip applier was not returned for analysis no conclusion could be drawn.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form onto the vessel, there were crossed clips and some clips spit out from the device. Some clips fell into the patient that were retrieved with a grasper. Another device was used to complete the procedure. No adverse consequences reported.